Event description:
Tbm states that upon opening the box for the chair and testing it out they noticed that the front casters had dead spots in them therefore causing a bumpy ride when they test drove it. No additional information provided.